Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implantation procedure on (B)(6) 2023. Two weeks after the procedure, the patient presented to the emergency room (ER) with rectal bleeding and pain. A flexible sigmoidoscopy was performed and revealed a hemorrhage ulcer in the anterior rectum. The relationship between device and the ulcer was unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
E2 and g2: the event was reported through the medwatch program the initial reported was an unknown physician. H6: imdrf patient code (B)(6) captures the reportable event of ulcer. Imdrf patient code (B)(6) captures the reportable event of bleeding. Imdrf patient code (B)(6)captures the reportable event of pain.